Event description:
Dr (B)(6) implanted a st jude's ans for pain. The leads to my spinal cord in 2008. The leads became detached as detected by an xray. During this examination, the ans discharged and sent a shock into my spinal cord. Revisionary surgery was performed on (B)(6) 2010. During the surgery, dr (B)(6) was adjusting the settings and the ans discharged two times which resulted in two shocks to my spinal cord - I yelled real load with pain. Dr (B)(6) said to the st jude's ans technician (B)(4) that this was a problem with the device and should be addressed by the company. I was released from the hospital even though I and my wife said that my left leg was paralyzed. I returned to the hospital in an ambulance 3 hours later. The ans was removed at 1 am the following morning. Dr (B)(6) was called and performed decompression surgery from t9 to l3 and stated that I had permanent spinal cord injury and dr (B)(6) should not have done the procedure with no room between my spine and spinal cord to place the leads. I now use a walker vs a cane and I am having seizures. I have not regained my muscles in my legs.